Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunctions occurred due to wear and tear and insufficient reprocessing. The foreign material was unable to be identified. Specifically, to the gap at the distal end, it is likely that irregular stress was applied during device handling by the user causing it to crack. However, the definitive root cause was unable to be determined. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use (IFU) which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found a whitish foreign material inside the air/water tube and air/water cylinder. Foreign material that looks like corrosion was found on the light guide lens adhesive. The reported faults were likely results of wear and tear and insufficient reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material was found inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.